Event description:
The customer reported the hd autoclavable camera head had bad image quality with poor image. The issue was found during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the image quality was poor due to a faulty charged coupled device (ccd) unit. Evaluation also found the connector tip was chipped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor image occurred because image function does not work properly caused by faulty charged-coupled device (ccd). The cause of the defective ccd could not be identified. Olympus will continue to monitor field performance for this device.